Event description:
Phlebotomist activated safty shield and heard a click. As product was being disposed into a sharps container, phlebotomist felt a stick. Phlebotomist went to ER for testing and was treated as per ER protocol.